Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released during servicing, the spool of the autopulse nxt platform (sn (B)(6) moved slightly to the right upon powering on, causing both band slots to be out of home position. The root cause of the observed issue was related to the defective right side home position sensor. The autopulse nxt platform passed the preliminary functional test without faults or errors. However, when the platform was turned off and then powered on to initiate the full travel test, it was observed that the spool moved to the right far enough to cause both band slots to be out of the home position. The right side home position sensor was replaced to resolve the issue. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).

Event description:
During servicing, the spool of the autopulse nxt platform (sn (B)(6) moved slightly to the right upon powering on, causing both band slots to be out of home position. No patient involvement.

Manufacturer narrative:
H11 (provide narrative/ data) was corrected. The supplemental MDR is being submitted to retract the initial MDR. The initial MDR was inadvertently submitted. The test is not performed by the customer. This is in-house testing only performed by zoll service.